Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with unspecified mentor gel breast prosthesis noticed in the last couple of years a pain in her chest that went toward her back. The patient also developed a digestive disorder. In addition, the patient noticed a possible rupture of the right breast prosthesis. As a result, the patient underwent bilateral explantation on (B)(6) 2019. After explantation, it was observed that the right breast prosthesis had not ruptured. This medwatch report is for the right breast prosthesis.